Event description:
The customer reported having unexplained high blood glucose of 360mg/dl. The customer experienced headaches and dry mouth. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. The next day, the customer called back and stated that he was hospitalized the night before, and his blood glucose is treated with manual injections as the insulin pump is not functioning. The customer stated that she inserts in the abdomen for over five years. Advised the caller to change the site because he may have scar tissue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.